Event description:
It was reported that the omnipod 5 personal diabetes manager (pdm) gets very hot during charging and charges very slowly since a recent software update. The patient tested multiple cables, including the original cable and a phone charger, and the pdm still overheated. It was reported that the charging symbol appears, but the device gained only from 4% to 8% in about 30¿45 minutes. The issue started on (B)(6) 2026 and continued on the day the issue was reported to insulet on (B)(6) 2026. The patient also noted the pdm has turned itself off multiple times during the day when carried in a pocket or bag. No impact to the patient's blood glucose level was reported. A pdm replacement was arranged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported thermal device malfunction is not associated with the correction for action res#91127. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.6. Cloud - operating system: n5004l-am-q-mv01602-06-01.06. Cloud - hardware: n5004l. Cloud - cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.